Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off and not returned. In addition, corrosion was found at the hand activation contacts. The device was functionally tested on the generator and an alert screen was displayed. In addition, the max hand control button was non functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes and at the flex circuit. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion to the device.